Event description:
A customer contacted baxter's technical service center and reported receiving a system error 2240 (air in line) alarm on the homechoice (hc) machine during drain 5 of 5. The technical service representative (tsr) assisted the home patient (hp). The hp stated he had disconnected before to use the rest room and forgot to press stop. The hp then reconnected and the alarm occurred. The tsr had athe hp disconnect and remove the cassette from the machine to discard supplies. On (B)(6) 2011, product surveillance contacted the nurse. The nurse was not aware of this occurrence. The nurse was informed of the event and will speak and retrain the hp so that a user error does not occur again. According to the nurse, the hp has been performing therapy successfully. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Labeling review finds the labeling adequate for the user error identified in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).